Event description:
The customer indicated that a sample from a pt with no previous history of the blood type reacted positive in the anti-d microtube (1+) of the mts a/b/d monoclonal and reverse grouping card lot# 041408037-14. The incident occurred in 2008. The customer performed confirmation testing including weak d test in tube method and determined the sample was group b rh negative. The customer indicated that they re-tested the sample with the same lot of gel cards and did not observe positive reactivity in the anti-d microtube. The sample was typed as group b rh negative. False negative test results can lead to transfusion of incompatible blood. This customer issue is also being reported under medwatch MFR# 1056600-2008-00287, to document an additional false positive result with a different sample from the same lot of gel cards.

Manufacturer narrative:
Retained and returned testing performed at ocd with known donor samples and lot# 041408037-14 was satisfactory. Results were negative in the anti-b and anti-d microtubes. Customer complaint was not confirmed. No definitive root cause was determined for the false positive reactions obtained at the customer site. Gel cards performed as expected at the ocd site, and no discrepancies or false positive reactivity were observed in any of the gel cards. Batch record review were within release specifications. Incident is isolated.